Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead fell and the lead dislodged and pulled back into the main body of the coronary sinus. A revision procedure was performed. The lead was successfully repositioned and remains implanted and in service. During the procedure, the right atrial (ra) lead was explanted and attempted to be repositioned, however, was unable to be placed back into the atrium due to vein occlusion. The ra lead was explanted. No additional adverse patient effects were reported.